Event description:
It was reported that the pt had a catheter revision. The reason for the catheter revision was not provided. X-ray taken in 2007 revealed that he catcher was "appropriately placed". No other info was provided.

Manufacturer narrative:
Results code used for the catheter.